Event description:
It was reported that the patient experienced high blood glucose followed by a low while using the ilet with a g7 sensor and 23 mm infusion sets; the pump delivered correction for hyperglycemia, after which the patient became hypoglycemic, self-treated with six glucose tablets and orange juice, and the pump subsequently corrected the resulting hyperglycemia and stabilized glucose over time. Symptoms included hypoglycemia and hyperglycemia. Outcomes included recovery without hospitalization or alarms. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alerts or malfunctions and no component issues, with the cause of both the hyperglycemia and subsequent hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.